Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the pre-loaded wire guide and the balloon appeared to not have been inflated. An additional adapter was also attached to the injection port. During a visual examination, a crack in the outer blue catheter was identified approximately 10.5 cm from the distal tip of the device. The catheter was also observed to be bent/kinked in the area of the crack. We were unable to determine the cause to catheter breakage. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. Note: the pre-loaded wire guide was also included in the return. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report, the catheter was cracked 10.5 cm from the distal tip of the device. A corrective action (CAPA) has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported [that] the medical staff saw that the device was broken just above the balloon. The balloon was already broken in the packaging. They had to use another one. This occurred prior to patient contact; there was no impact to the patient.